Event description:
Customer reported an unexpected negative result when testing a patient sample with capture-r ready ID extend ii (crrid extend ii) on the echo. The reaction appeared positive but was interpreted as negative by the instrument. No transfusion reactions were reported as a result of the negative reactions.

Manufacturer narrative:
This issue was communicated to customers in technical communication (B)(4) on (B)(6) 2009.